Event description:
The right basilic vein was punctured with a 21 gauge thin wall needle and a .018 platinum tip guidewire advanced into the auxiliary or innominate vein. A sheath was placed and through this a s-french dual lumen polyurethane bard PICC line catheter. The initial guidewire advanced into the vein separated leaving a small fragment in the perivenous soft tissues. Doctor attempted to retrieve fragment under fluoroscopic guidewire but it separated leaving a small fragment deep in the soft tissues.